Event description:
It was reported that a pt underwent a tlif using rhbmp-2/acs and a peek interbody device. At an unk time post-op, the pt developed severe back pain and recurrence of leg pain. There was a diffuse inflammatory response in the region of the posterior aspect of the cage and adjacent epidural space. Oral prednisone was prescribed.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.